Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 4 had failed to open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 4 had failed to open. A field service engineer (fse) cleaned and greased all contacts on tower latches and adjusted the bottom shelf to prevent binding with door 4. Verified access successfully. Fse performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.